Event description:
A report was rec'd through the FDA medwatch medical products reporting program, that a female pt developed keratitis while using renu with moistureloc multi-purpose solution. Her symptoms included swelling, tearing, soreness and extreme sensitivity to light. She subsequently had to take four days off from work, as she could not drive. Her physicians advised her that it may have been bacterial and not fusarium. The pt did not sustain any trauma to the eye. She did not sleep in her contacts and had a new pair of contacts in for less than one week, prior to developing the keratitis. Her event abated after use stopped. Although requested, no further info was reported.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.